Event description:
The surgeon broke the posterior column while trying to re-position the implant using a bone punch. Insufficient bone stock was left to achieve pressfit and a cemented cup was implanted. Ref MFR report 3005180920-2013-00056.